Manufacturer narrative:
The events of lump, "acne cyst," possible cellulitis, pain, swelling, hypersensitivity reaction, redness, and warmth are physiological complications and analysis of the device generally does not assist allergan in determining a possible cause for these events. Post-market surveillance: juvederm voluma without lidocaine has been marketed outside the u.s. Since 2005, and juvederm voluma with lidocaine has been marketed outside the u.s. Since 2009. As of 12/31/2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency greater than or equal to 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.

Event description:
Healthcare professional reported 11 days after injection with juvederm voluma xc in the bilateral malar area, the patient reported a lump and soreness in the right cheek at the injection site. The same day as symptom onset, the patient was reviewed by the healthcare professional who thought it was "a possible acne cyst and possible cellulitis"; the patient was prescribed kenalog. Ten days after symptom onset, the patient was additionally prescribed bactrim and prednisone. Approximately 2 weeks later, the patient reported pain and swelling on both sides of the face at the injection sites. The patient was assessed by the healthcare professional who noted a hypersensitivity reaction. The patient was prescribed hylenex and kenalog. One day later symptoms were better but the patient still had left side tenderness, warmth, and redness as well as a lump at the right injection site. Ten days after treatment with hylenex, the patient complained of a "persistent bruised appearance to both cheeks and an indentation to [the] right cheek only." Patient was treated with "v-beam laser" for bruising.